Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that right atrial lead had a segment of outer insulation twisting with likely partial abrasion. The lead was repaired covering it with the suture sleeve with 0-islk sutures. The patient was in stable condition.